Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml (dose 200 mcg/day) via an implanted pump. Indications for use were listed as cerebral palsy and intractable spasticity. The patient was having a catheter revision the morning of (B)(6) 2016. No further history was provided at this time. Catheter revision kit compatibility was discussed. No symptoms were reported and the event date was unknown. Additional information was received from a healthcare provider (hcp) indicated the patient's pertinent medical history included cerebral palsy, vp shunt, scoliosis status post fusion. The reason for the revision included intradural catheter tip location with unreliable drug delivery. The patient experienced intermittent periods of decreased and increased tone control. Troubleshooting performed included CT contrasted catheter study showed intradural catheter and abnormal contrast flow. Actions and interventions taken to resolve the catheter issue included catheter pulled back three spinal levels. The cause was "pending resolution." Additional information was requested regarding the event date and clarification related to the catheter tip location and the unreliable drug delivery," but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.